Manufacturer narrative:
Blocks b5 and g4 have been corrected. Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: a wallflex esophageal stent and delivery system were received for analysis. The stent was returned fully covered and undeployed. Functional examination was performed by actuating the delivery system and the stent was deployed without resistance. No issue was noted to the device. Product analysis could not confirm the reported event of stent failure to deploy. Taking all available information into consideration, there is no indication of what the customer reported because the stent was able to be deployed without resistance. Therefore, a review and analysis of all available information indicate the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was used to treat a malignant esophageal stricture during a metal stenting procedure performed on (B)(6) 2024. The patient's anatomy was very tight and was not dilated prior to stent placement. During the procedure, the stent was unable to be deployed. The stent was removed from the patient fully covered by the outer sheath. The procedure was not completed due to malignant stricture. There was no patient complications reported due to this event.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was used to treat a malignant esophageal stricture during a metal stenting procedure performed on (B)(6) 2024. The patient's anatomy was very tight and was not dilated prior to stent placement. During the procedure, the stent was attempted to be deployed; however, due to the malignancy and it being a tight stricture, the stent was unable to be deployed. The stent was removed from the patient fully covered by the outer sheath. The procedure was not completed. There was no patient complications reported due to this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block g4: premarket/510(k): k091510, k233939; reported here as this exceeded character limit for the designated field. Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.